Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak. During a procedure for a drg trial lead implant, a cerebrospinal fluid leak occurred. The procedure was abandoned. The issue has been resolved.